Event description:
Pt received 8mm pen needles instead of 5mm pen needles, that she had been receiving previously. Pt complained and needles were replaced. Medication administered to or used by the pt: yes. Pt counseling provided: unk. Relevant materials provided: none. (B)(6).